Event description:
The customer reported that during use of this bur guard with handpiece to perform a third molar extraction, the patient received a burn to the right lower lip. The affected area was treated with neosporin ointment. The customer reported that no residual affects resulted from this event, as noted on the patient's follow-up appointment.

Manufacturer narrative:
Investigation findings: conmed linvatec received two bur guards for evaluation because it us unknown which lot number was in use at the time of this event. An evaluation of lot number aug07 was unable to duplicate the reported problem of overheating. During extensive testing, this bur guard operated within manufacturer temperature specification. Further investigation found the bearing showed signs of wear with corrosive-like deposits. An evaluation of lot number bbd84904 was unable to duplicate the reported problem of overheating. During extensive testing, this device functioned to manufacturer temperature specification. Further investigation found the bearing showed signs of wear with corrosion-like deposits. Additional information: lot number aug07, manufacture date: 08/2007. Lot number: bbd84904, manufacture date: 06/2008. Associated MDR#: 1017294-2008-00323.